Event description:
Report received indicated the patient had red skin that started under the bottom half of the stoma, outside the border and in the groin area, on or about (B)(6), 2013. The redness continued to worsen and spread circumferentially around the stoma. The patient went to a family doctor and started oral diflucan for a yeast infection. Nystatin powder and no sting barrier spray were used to change the wafer every day without improvement. The patient went to a dermatologist (B)(6), 2013. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.